Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an indented open sore under the front electrode, with no bleeding. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed a hydrocortisone cream for the skin irritation. Follow up indicated that the wound improved.